Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that he noticed moisture inside the insulin pump's screen. The insulin pump had a blank display. The customer's mother was told to have the customer disconnect from the insulin pump and refer to a backup plan. Customer's blood glucose level was 260 mg/dl. The device was not returned.